Manufacturer narrative:
(B) (4).

Event description:
Per the reporter, the pt had revision surgery to move the lead. There was a brownish color right after the paddle portion of the lead; it was unclear if this was on the inside or outside. No pt symptoms were reported. Troubleshooting was being initiated, a f/u report will be sent when add'l info is received.